Event description:
Info received indicates the head section is stuck in the raise position and will not lower.

Manufacturer narrative:
The tech found the release lever was not working. The tech replaced the release lever to repair the stretcher.